Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer stated that they received open book image on insulin pump display. Customer stated insulin pump had blank display after changing the battery and got open book image after troubleshoot. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. No harm requiring medical intervention was reported. The device will not be returned for analysis.